Event description:
It was reported to philips that the system failed to start due to corrupted os on x-ray pc on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suite pc and x-ray pc, reinstalled the software, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).